Event description:
In 2000, the facility's nurse, manager informed the MFR's (MFR.) Sales representative of the following: the nurse flushed the catheter with saline. Nurse then aspirated blood through the catheter and noticed a small pinhole approximately 2 cm above the y-hub connection on the silicone extension. Blood leaked out of the small hole and as a result, the physician removed the device. The device is scheduled to be returned to the MFR. For analysis. No further details were provided.